Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion on the battery spring. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Furthermore, after inserting the boards into a known good case, the unit powered up normally. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the battery compartment, battery threads, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did received low battery alert alarm prior to replace battery now alarm. The customer states the battery was previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that the insulin pump had blank display. Customer was assisted with troubleshooting and display was returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.